Event description:
It was reported to philips that the therapy delivery test failed. The device was received by bench for repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the therapy cable, therapy port, therapy pca, therapy capacitor and processor pca would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy cable, therapy port, therapy pca, therapy capacitor and processor pca . The therapy cable, therapy port, therapy pca, therapy capacitor and processor pca will be replaced to resolve the reported issue and the device will be scheduled to be returned to the customer site. No further evaluation is required at this time.